Event description:
Trouble shooting for system error 322 was requested by the customer. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer was given troubleshooting advice and recommendations. The customer was satisfied with the info given to him.